Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that during the operation check, the device showed an issue with the therapy cable while it was connected to the external paddles. The rse evaluated the device remotely. It was determined that due to a loose connection in the therapy receptacle port, the device showed an error related to the therapy cable while it was connected to the external paddles. A replacement dfm100 assy therapy receptacle port was ordered to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a loose connection on the circuit board. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The dfm100 assy therapy receptacle was replaced to resolve the reported issue and the device was returned to service. It has been determined that no additional action is necessary at this moment. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.